Event description:
Svc specialist of home pt (hp) reports hp notes difficulty in priming pt line of homechoice set. Driver reports hp ended treatment and restarted with new supplies to complete treatment. No pt injury or medical intervention required per driver of hp.